Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified reason. The pump and cylinders from the existing ipp were explanted and replaced with new components. The reservoir component remains implanted in the patient. It is unknown if the explanted ipp components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.